Event description:
Pt called alleging that blood reads as control. The technique of applying blood on the test strip is done properly. The test strips are in good condition. Pt ate food and/or drank beverage after attempting to use the meter. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and is sending a new meter.